Manufacturer narrative:
Follow-up #1: date of submission 10/09/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/15/2017 with the following findings: a crack between the case seal and the keypad cover was observed. The battery compartment was cracked above the bumper at the threads. In addition, the battery compartment was cracked at the case seal below the bumper.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.